Event description:
It was reported that the customer experienced a blood glucose (bg) level greater than 360-361 mg/dl with moderate ketone levels; cause was due to a malfunction alarm. Reportedly, customer vomited and had uncontrollable urination. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with anti-nausea medication and ibuprofen for migraine. Customer was released from the hospital on (B)(4) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.